Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported by the affiliate that during an unknown procedure the pistol did not fire twice. No patient harm nor surgical delay reported finished the procedure with a new truespan.

Event description:
Additional information received from sales representative on 07november2018: reportedly the implant broke at the tip of the truespan during a knee arthroscopy/meniscus refixation. The implant did not break into two or more pieces. The patient¿s bone quality was noted to be excellent. The surgeon was not off axis. The same bone hole was used to complete the procedure. The implant was completed removed; no debris was left in the patient. Reportedly there was no needle angle. The surgeon fully depressed the trigger until the click. The tip of the needle was still the scope view. The surgeon penetrated the meniscus all the way to the depth stop. The repair was completed with a new truespan. The surgeon did not use a probe. It is unknown if the failure occurred with the first or second implant. The detached implants were pulled out.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). Associated medwatch report number: 1221934-2018-54740.

Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Additional information: investigation summary: the complaint device was not returned by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. As reported the truespan did not fire. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part#: 228151 lot#: l789825 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional information received on 11/8/2018. Sales rep confirmed that product will be returned. Details will be provided as soon as product is received at bq site.